Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the keypad buttons are coming off and the patient had clear tape covering them to prevent them coming off. The reporter stated that the patient had a hard time dialing in the bolus. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.